Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose grip cable at the distal end. Loose cables are attributed to a loss of cable tension. The maryland bipolar forceps was also found to have an input disk broken and another one cracked, likely causing the grip cable to become loose. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. In addition, the maryland bipolar forceps was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. Upon visual inspection, no obvious damages were observed to the conductor wire. There was no missing material. The complaint regarding broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument was not inspected prior to use. The instrument did not collide with an energy instrument during the procedure and no arcing was observed.